Event description:
Elderly female with history of coronary artery disease and post coronary artery bypass graft x 4. Presented to heart lab for scheduled diagnostic heart cath. When the vascade was checked, it was working fine. She used on the patient, the disc formed a ball and would not flatten. No known harm to patient, another device was used for the procedure.